Event description:
It was reported that the patient had a system error (se) 2240 (air in line/set) on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy, while the patient was connected. During troubleshooting, it was found that the patient line was not fully primed when the patient connected to the setup. The technical service representative (tsr) reviewed proper procedures with the registered nurse (rn). The tsr had the rn close all of the clamps, cycle the power on the hc machine to clear the alarm, and disconnect the patient. The rn was advised to restart the patient¿s therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.